Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrector did not cut during an eye surgery. It is unknown if aspiration of the vitrector was present. The product was replaced and the procedure was completed without consequences to the patient.

Manufacturer narrative:
No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. Although the specific lot number associated with this event is unknown, a review of the related device history records associated with two possible reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record reviews associated with the possible lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).